Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pediatric patient underwent ventral septal defect repair with pda ligation on (B)(6) 2014 and suture was used. During the procedure, the patient was taken off the heart lung machine and echo was performed on the beating heart. The surgeon noticed the suture line broke causing the patch to dislodge. The procedure was repeated and the patient was again put on heart lung machine. The current patient condition is fine, and patient has been discharged from the hospital.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. Retained samples were also evaluated. They were visually and functionally examined for strength and they met requirements.